Event description:
It was reported that there was high capture threshold, low sensing and a high pacing impedance noted on the right ventricular (rv) lead. No intervention was reported. No patient consequences were reported.